Event description:
It was reported that the distal ceramic cap of the wand broke off inside the shoulder. It is currently still inside the shoulder.

Manufacturer narrative:
Additional information will be provided once investigation is completed.